Event description:
It was reported that the lead exhibited pacing failure and high threshold. The lead was replaced. At explant, it was noted that the insulation and wire were broken.

Manufacturer narrative:
Final analysis found that the proximal insulation was damaged, and the proximal coil was squeezed at 19.3 cm from the connector pin due to clavicular crush.

Event description:
Surgeon put the femoral head onto the cemented exeter stem and complained that the head appeared to be very loose on the stem - he impacted the head using the head impactor and the femoral head slipped off the stem taper when he touched it with his fingers. I opened another femoral head of the same size which did not appear as loose when he positioned it on the stem he impacted this head and the taper engaged and he was unable to remove it with his fingers.